Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient had their implant checked in 2015 and the ins was dead but the patient thought that the ins had probably died sometime in 2014. About 6 months prior to the report the patient stated that she could feel that the ins had gotten closer to the skin, and a few weeks prior to the report the patient noticed a bump where the lead wires were at the base right of the spine. The patient said their healthcare professional (hcp) had retired and they were wondering if the device should be removed; the patient was sent hcp listings. No further complications were reported/anticipated.